Event description:
The customer reported the images are degrading. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the camera. System operates as intended. (B)(4).